Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformanaces or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During a call for draining slowly on (B)(6) 2026, this peritoneal dialysis (pd) patient stated she had a pd catheter (not a fresenius product) repositioning and there is a pink color in the pd tubing due to an infection. Additional information was obtained through follow-up with a peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 and diagnosed with peritonitis. No symptoms were provided. A pd effluent culture was obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin (dose, frequency, and duration not provided). The culture returned positive for gram positive staphylococcus (no species). The patient underwent a pd catheter revision on (B)(6) 2026 due to drain complications. The pdrn confirmed the pink-tinged effluent was from the surgery. The patient is continuing pd therapy utilizing the liberty select cycler. The cause of the peritonitis was not determined.

Event description:
During a call for draining slowly on (B)(6) 2026, this peritoneal dialysis (pd) patient stated she had a pd catheter (not a fresenius product) repositioning and there is a pink color in the pd tubing due to an infection. Additional information was obtained through follow-up with a peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 and diagnosed with peritonitis. No symptoms were provided. A pd effluent culture was obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin (dose, frequency, and duration not provided). The culture returned positive for gram positive staphylococcus (no species). The patient underwent a pd catheter revision on (B)(6) 2026 due to drain complications. The pdrn confirmed the pink tinged effluent was from the surgery. The patient is continuing pd therapy utilizing the liberty select cycler. The cause of the peritonitis was not determined.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. There is a temporal relationship between peritoneal dialysis and the utilization of the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler with liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although a cause of the peritonitis was not provided, the culture result of gram-positive cocci, staphylococcus, suggests a breach in aseptic technique. ¿gram-positive bacteria are primary causative organisms of peritonitis mainly caused by contamination.¿ ¿the most common pathogens are coagulase-negative staphylococcal species that commonly colonize human skin and hands, and staphylococcus aureus, which together are responsible for 50% or more of infections in most series.¿ based on the available information and no allegation or evidence of a defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.